Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sinusitis, anemia, thrombosis and hemostasis. Previously administered products included for an unreported indication: mirena. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2018 procedure : hysterectomy with bilateral salpingectomy and ablation-sep2015). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vulvovaginal pain, migraine, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: mild chronic cervicitis. Endometrium: - proliferative endometrium. Myometrium: - no significant histopathologic abnormalities. Serosa: - mild fibrovascular adhesions. Bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sinusitis, anemia, clot blood and hemostasis. Previously administered products included for an unreported indication: mirena. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2018 procedure : hysterectomy with bilateral salpingectomy and ablation- (B)(6) 2015). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vulvovaginal pain, migraine, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: mild chronic cervicitis. Endometrium: proliferative endometrium. Myometrium. No significant histopathologic abnormalities. Serosa. Mild fibrovascular adhesions. Bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, fatigue, hair loss, vaginal pain, she did not undergo essure confirmation test" were added. Medical history were added. Patient, reporter and product information were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.